Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon was ruptured. The procedure was completed with this device. There were no patient complications nor injuries reported.